Manufacturer narrative:
Review of the information currently available in the complaint record indicates possible ph. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported that they received coolsculpting treatment to the abdomen and inner thighs and experienced "negative results" and firmness. Later, the patient reported that the treatment area was firmer in both the lower abdomen and thighs. Later, patient reported, "I saw a plastic surgeon who recommended surgery" and "my (implanting) doctor had me do an ultrasound to rule out lipoma and it came back clean. It's just fat". Later, patient reported "thickening of adipose tissue" and "pain, ongoing discomfort and emotional body image issues".